Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg was addressed via manual injection and supply change. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Reportedly, customers bg has now normalized at 189mg/dl.